Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the right atrial (ra) lead connected to this pacemaker were high out of range, resulting in an automatic lead safety switch to unipolar mode. The patient presented to the clinic for evaluation. During testing, noise was observed when the device was reprogrammed to bipolar mode. The device was programmed to unipolar mode and sensitivity was decreased. The physician reportedly planned to continue to monitor the patient. No adverse patient effects or symptoms were reported. This pacemaker and the ra lead remain in service.